Event description:
Follow-up information was received on 07-feb-2023: the physician reported that the batch number was a00046980, for both injections. The patient reported that for the radiesse injection on (B)(6) 2022, the batch number was a00066960. A lot search in the global safety database was conducted. According to the reporting physician, corrective treatment included prednisone for 6 days, with no improvement in the condition. An infiltration of saline solution was applied, with no improvement of the nodule. The ultrasound of the skin presented findings of suggestive product accumulation. Later, corrective treatment included 2 more applications of distilled water with hyaluronidase. The last one was 1 week prior to this report, with an estimated nodule reduction of 20%. All applications were guided by ultrasound. The physician was evaluating the application of 5-fluorouracil (5-fu), with or without triamcinolone. The outcome of the event was reported as resolving (changed from unknown).

Event description:
This spontaneous report was received from a brazilian physician via customer service and concerns a 43 year old female patient. She was injected subdermally and subcutaneously with radiesse, into the malar, zygomatic and jaw, for collagen biostimulation, on (B)(6) 2022. Batch number was reported as a00046980. The batch record review was received and the lot number for radiesse was confirmed as a00046980 (expiry date: 01/2024). A lot search in the global safety database was conducted. Radiesse was diluted in a 1:1 ratio. The patient was later reinjected subdermally and subcutaneously with radiesse, into the malar, zygomatic and jaw, for collagen biostimulation, on (B)(6) 2022. As reported, she was injected with half of syringe per side, using a 22g x 50mm cannula. Radiesse was diluted in a 1:1 ratio. The patients medical history included rhinitis and hypersensitivity (type I) to retinoic acid. The patient took covid-19 vaccine on 2021. Concomitant medications were reported as none. She had no disposition to lymph drainage problems, autoimmune diseases, intake of interferon or omalizumab, or surgical interventions in the past. On (B)(6) 2022, 2 months after the second radiesse injection, the patient experienced nodule. It was reported as hard, deep, non-painful, palpable and barely visible. Corrective treatment included 1 saline solution infiltration and prednisolone 40mg, 20mg/day for 3 days. No systemic antibiotic was prescribed and the patient was not hospitalized. The outcome of the events was reported as unknown. In the opinion of the reporter, the events were not life-threatening, not permanent and were related to radiesse. Follow-up information was received on 16-jan-2023: the event focal deposits was added. The patient was injected with hyaluronic acid. Ultrasound was performed with a high-frequency transducers (7-15 mhz and 5-18 mhz). It was observed, in correspondence with the mandibular angles and bodies, as well as in the zygomatic and malar, solid hypoechoic nodules, with well-defined contours, without signs of inflammatory alteration on doppler, located in the deep subcutaneous cellular tissue, more numerous in the left hemiface, measuring between 2.3 mm and 10.7 mm. In the angle of the left mandible, there was a nodule with an elongated morphology, located in contact with the fascia masseter muscle, causing a slight compression of the most superficial fibers, measuring 14.4 mm x 3.9 mm. In the left mandibular body, nodules with a grouped aspect were observed, totaling at least five juxtaposed, located lateral to the muscle belly of the depressor anguli oris and medial to the muscle belly of the masseter, measuring together 17.6 mm in length and 5.1 mm in depth. In the left zygomatic/malar region, there were at least six small grouped nodules, located in the superficial and deep subcutaneous cellular tissue, about 2 mm from the epidermis, measuring together 15.8 mm long and 4.6 mm deep. In the angle/body of the right mandible, there were two close nodules with elongated morphology, located in contact with the masseter muscle fascia, measuring 10 x 3.1 mm. In the right zygomatic/malar region, smaller and less numerous nodules were noted, with rather thin morphology when compared to the contralateral side, measuring up to 8.1 mm in length. There were hyperechoic focal deposits with posterior acoustic shadow located in the regions bilateral malar and zygomatic, most commonly related to calcium hydroxyapatite. Associated findings were anechoic, oval, well-defined pseudocystic formations located in the most superficial layer of the subcutaneous tissue, corresponding to the zygomatic, malar and infrapalpebral regions bilateral, in greater quantity on the right, measuring up to 3.9 mm, compatible with hyaluronic acid deposits. The diagnostic impression was presence of non-inflammatory late solid nodules located in the deeper cellular tissue of the regions mandibular, zygomatic and malar, more numerous and larger on the left. There was no evidence collections or inflammatory processes of other etiologies. Focal deposits of calcium hydroxyapatite in the zygomatic and malar regions and focal deposits of hyaluronic acid in the bilateral zygomatic, malar and infrapalpebral regions, in greater quantity on the right. The outcome of the event focal deposits was unknown. The outcome of the remaining events was left unchanged. Follow-up information was received on 20-jan-2023: the case was upgraded to serious. The event chronic inflammatory process of foreign body granulomatous type with fibrosis was added. The events nodule, hard and focal deposits were deleted, they were considered as symptoms of chronic inflammatory process of foreign body granulomatous type with fibrosis. A biopsy of the hardened nodule on the face was collected and analyzed. The results were a chronic inflammatory process of foreign body granulomatous type with fibrosis. The microscopic description was that the sections showed a skin fragment showing a large amount of refringent material in the dermis, slightly basophilic and granular, surrounded by histiocytes and multinucleated giant cells, in addition to a marked increase of collagen fibers and fibroblasts. The macroscopic description was that material received for examination consisted of an irregular fragment measuring 0.4 x 0.3 x 0.3 cm. The cuts consisted of firm tissue with a whitish-brown color. The outcome of the event was unknown. Follow-up information was received on 26-jan-2023: the patient confirmed that she had a facial procedure, performed by the initial reporter, around (B)(6) 2022. As reported, she had the same facial procedure (biostimulation procedure) in the past, with no adverse event. According to the patient, she developed a small nodule on her face. At that time, the physician believed that the nodule was going to reduce spontaneously, but it did not. She did a biopsy, and her face got marked. The outcome of the event remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event chronic inflammatory process of foreign body granulomatous type with fibrosis (pt: injection site granuloma), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant, lot number a00046980, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted related to this lot.